Manufacturer narrative:
During installation, the fsr noticed that the pins on the connector to the base were misaligned. With the pin misaligned it would not fully sit in the connector which would prevent the roller pump from powering on. The fsr replaced the cable assembly. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during field service installation of the device, the cable assembly was found to be damaged. There was no patient involvement.